Event description:
Falsely elevated (sufficient) advia centaur xp vitamin d results were obtained on two patient samples and considered discordant when compared to the repeat test results (insufficient) after recalibration. Initially the customer's quality control results were in range when running another manufacturer's quality control levels. The customer also ran siemens quality control levels and the results were out of range. The siemens quality control levels were repeated and the results were in range. The following day, quality control levels were run from the other manufacturer and siemens and the results were both out of range. It was observed that the new calibration lot number being used had not been entered into the system. The customer scanned the new calibrator lot into the system, recalibrated the vitamin d assay with fresh calibrator and obtained lower vitamin d results. There was no known report of patient treatment being altered or adverse health consequences due to the discordant vitamin d assay results.

Manufacturer narrative:
The cause for the falsely elevated (sufficient) advia centaur xp vitamin d results compared to the repeat test results (insufficient) after the customer scanned the new calibrator lot card into the system, recalibrated the vitamin d assay with fresh calibrator and obtained lower vitamin d results may have been attributed to user error. It was observed by the customer that the new calibration lot being used had not been entered into the advia centaur system. The instruction for use (IFU) under the performing a calibration section states the following: "each lot of calibrators contains a calibrator assigned value card to facilitate entering the calibration values on the system. Enter the values using the bar-code scanner or the keyboard." The instruction for use (IFU) under the results section states the following: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instrument is performing within specifications.